Event description:
The patient had a bowel obstruction which had then perforated. The surgeon operated on the patient whose wound then dehisced and was infected. At this stage, the surgeon used the permacol in an open laparotomy situation. The surgeon reports that following implantation, the permacol went green and was very infected. The surgeon stated that the permacol was the source of the infection, and had subsequently disintegrated. The wound granulated and healed very well with the exception of the wound area where there were remnants of the permacol which remained infected. The surgeon removed the permacol and reported that the wound healed well.

Manufacturer narrative:
To date there has been no lot number information provided by the surgeon however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product ibioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process an documented system to help safeguard and assure product quality. In this case the pt had a bowel obstruction which led to the perforated bowel and associated contamination from this incident led to the infection and dehiscence of the wound. At this stage the permacol was implanted into an already contaminated / traumatized enviroment. The permacol became secondarily infected, the source of the infection being the pt who already had an existing infection prior to implementation of the permacool.